Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, missing o ring reservoir tube, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 212 mg/dl. The customer stated that pieces of the pump and o-ring at the top of the reservoir compartment are broken off. The customer stated that he was sleeping and discovered the damage on the pump. The customer took 1.5 units of insulin via the pump to correct by holding the reservoir with fingers to ensure it is in the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.